Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the expiration date and manufacturer date have been added.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Upon visualization of the photo returned, it was observed that the device is shown in its tray, it was noted that both plates are out of the device. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the visual findings of the photo provided, this complaint can be confirmed. A possible root cause for the issue experienced by the customer can be attributed to the procedural variables, such handling of the device or product interaction during procedure; the depth penetration of the tissue was not maintained, therefore, the plates did not fully trespass the soft tissue and it was pulled out along with the device, however, this cannot be conclusively determined. As per IFU fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The device was received and evaluated. When performing the visual inspection, it could be observed that the plates and the suture were not returned; neither the shaft nor the needle show any structural damage; therefore, this complaint cannot be confirmed. The red trigger was found in a normal shape. The trigger was pressed several times without restriction. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. A possible root cause for the issue experienced by the customer can be attributed to the procedural variables, such handling of the device or product interaction during procedure; it is possible that the depth penetration of the tissue was not maintained; therefore, the plates did not fully trespass the soft tissue and it was pulled out along with the device, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep in china that during a meniscal repair procedure on (B)(6) 23 the truespan 12 degree peek device plate pulled out. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: e3: reporter is a j&j sales representative. D4, h4: the device manufacture date and expiration date is unknown at this time. UDI: (B)(4) unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.